Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the difficulty charging was that the patient forgot how to charge; the rep re-educated the patient and a family member how to charge the ins. It was noted that the issue was resolved and the information was confirmed with the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was in overdischarge because the patient had difficulty charging. A trickle charge was performed and the power on reset was cleared. It was noted that the issue was resolved. No symptoms were reported. No complications were reported/anticipated.